Event description:
It was reported that the left ventricular lead and right ventricular lead were dislodged. An attempt was made to reposition the left ventricular lead, but it was then explanted and not replaced. The right ventricular lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.